Event description:
It was reported that during the implanting procedure, the atrial lead was inserted into the atrial port. The physician tightened the setscrew, but was not able to fix the lead. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the us. Evaluation summary: (B)(4): the device was returned, analyzed and the set screw socket was rounded. It was noted that no other anomalies were found.